Event description:
The patient was already in the prone position on the jackson spine table with the mayfield head holder pinned to the patient's skull, and the head holder attached to the mayfield attachment on the bed. The neuro resident unlocked the mayfield attachment to reposition the patient's head. While repositioning in the same manner that is always done, the head holder slipped upward on the patient's skull and caused a laceration about 2 inches long on the left side of patient's skull. The patient was then flipped back onto a patient cart in the supine position to assess the laceration by the surgeon and neuro resident. The neuro resident stapled the lacerated area. When the surgeon, neuro resident, and anesthesia staff were satisfied with the assessment, a new head holder was obtained and pinned to the patient's skull before repositioning.